Manufacturer narrative:
Investigation summary: this complaint is for high mic carbapenem results with enterobacterales when using phoenix panel nmic/ID-(B)(6)(catalog number 449289) batch number 5119633. The customer provided phoenix generated lab reports for the investigation. Upon investigation, it was discovered that the ap instrument was contaminated. It is recommended to perform routine decontamination on the instruments and environment. This complaint is unable to be confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-(B)(6) the user noted that there was an increase in carbapenem-resistant enterobacteriaceae (cre) and extended-spectrum beta-lactamase (esbl) organisms. The user verified the final result using kirby bauer testing. It is also to be noted that the upstream instrument was found to be contaminated. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA /510(k)#: g4. PMA / 510(k)# k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 the user noted that there was an increase in carbapenem-resistant enterobacteriaceae (cre) and extended-spectrum beta-lactamase (esbl) organisms. The user verified the final result using kirby bauer testing. It is also to be noted that the upstream instrument was found to be contaminated. No health impact or consequence reported.